Event description:
A 2.5mm diameter by 12mm length s660 zipper stent delivery system was inserted in an attempt to direct stent a 90% lesion in an excessively tortuous circumflex coronary artery. It was not possible for the stent to cross the severely calcified target lesion; therefore, the stent delivery system was removed from the pt. A ptca balloon was inserted and the lesion was pre-dilated. The s660 stent was re-inserted but could not reach the lesion due to a secondary bend in the coronary artery. During attempts to retract the stent delivery system in the coronary artery, the stent delivery system prolapsed back into the left main coronary artery. Upon removal of the stent delivery system for the coronary artery, the physician felt the stent clip the guide catheter and dislodge the stent onto the guide wire, which was confirmed by fluoroscopy. The pt moved suddenly causing the guide wire and stent to retract back into the aorta. The stent was released from the guide wire and was observed traveling downstream without incident and remains in the pt. There was no further treatment performed on the target lesion. The pt was reported fine post procedure and there are no additional clinical sequelae reported related to this event. The severe lesion morphology did not allow the stent to cross the lesion. The instructions for use were not followed, when the stent was pulled back and made contact with the tip of the guide catheter and further retraction subsequently caused the stent dislodgement. The returned goods investigation revealed the stent delivery system was returned without the stent. There was evidence that the stent had been adequately mounted on the delivery balloon.